Manufacturer narrative:
Expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that there was ¿no coil under the fluoroscopic control¿ when the subject device was advanced to the distal end of the microcatheter. Upon removal of the coil, from the microcatheter, it was observed that it had detached from the delivery wire. The physician confirmed that there was no suspected coil left in the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that there was ¿no coil under the fluoroscopic control¿ when the subject device was advanced to the distal end of the microcatheter. Upon removal of the coil, from the microcatheter, it was observed that it had detached from the delivery wire. The physician confirmed that there was no suspected coil left in the patient. There were no reported clinical consequences to the patient.